Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's left ventricular lead had previously been turned off after it had pulled back after the patient fell in the past. The reason for the fall was unknown but thought by the physician to be unrelated to the lead or device. The patient was asymptomatic. The patient presented at a different office a year later and the lead was explanted. Attempts were made with a replacement lead for the same model but the patient's vessels were too small. A different lead model requiring a new device was installed successfully. The patient was stable throughout and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.